Event description:
Damage to the subject lead conductor coil and insulation was reported by the physician. Also, sliding of the suture sleeve causes bunching of the lead insulation.

Manufacturer narrative:
(B) (4). Conclusion: the stretching and gathering of the coil lumen were determined to have been caused by the physician while repositioning the suture sleeve. This is also evidenced by the lead length nonconformity. The abnormal deformations, as described by the physician, are likely the crushed points identified to the lead body, and these were probably formed when a heavy object was placed or fell on the lead while coiled. These features and the other damages of the lead are not considered to be mfg defects, because there are controls in place to disallow gross lead defects such as these.